Event description:
It was reported the customer was attempting to kill himself with the insulin pump. Customer's mother stated customer is autism and they had to take the insulin pump away because he tried to over bolus when he was fed up with his life. Customer has been of the device for awhile, and due to secondary complications. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.